Event description:
It was reported the patient had a malfunctioning cassette from lot number 4192063. Changed the cassette and got a -no disposable pump won't run- alarm. Switched the cassette to the back up pump and got the same alarm. Then mixed another new cassette and was able to resume the infusion with no issue. Patient does not have the cassette to return for investigation. An order for more cassettes was already shipped and will arrive to the patient today. No harm was done to the patient. This is a life-sustaining infusion. No further information available. No patient injury was reported.

Manufacturer narrative:
Device evaluation: no product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.